Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was approximately 50-70 mg/dl, and the meter bg reading was 200 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the basal suspension, customer's blood glucose (bg) level rose to 228 mg/dl, with high ketones. Customer gave a manual injection and went to the hospital. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital the same day (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.